Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 35.8-36.6cm from the helix, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 11.9-14.1cm from the helix. The etfe coating was intact at these locations.